Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was scheduled for a low flow system controller upgrade on 02sep2024. The low flow alarms were reported to have been caused by right ventricular (rv) dysfunction with hypertension, hypervolemia, a small left ventricular end-diastolic diameter (lvedd), and fluid bolus. It was noted by the site that the rv dysfunction did not exist pre-implant with the left ventricular assist device (lvad). The patient experienced symptoms of alarm fatigue frustration and intermittent lightheaded/dizziness. The low flow alarms resolved with speed optimization and continued blood pressure medication management. Following review of the submitted log files, it appeared there were numerous low flow events on 02sep2024, which occurred at times when the pulsatility index (pi) was elevated. The events did not appear to be the result of any type of mechanical circulatory support (mcs) equipment issues.

Event description:
The rv dysfunction with hypertension was in the setting of lower pump speed. A device related issue did not cause or contribute to the right heart failure.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events, which the account attributed right ventricular (rv) dysfunction, hypertension, fluid overload, and a small left ventricle (lv) size in the setting of lower pump speed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file captured intermittent low flow events on 02sep2024, with several of these events resulting in transient low flow hazard alarms. Of note, the low flow events appeared to be associated with elevated pulsatility index (pi) values. Additionally of note, the low flow events appeared to resolve after pump speed was increased. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (document 10012387, rev. A) and clinicians (document 10012388, rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.